Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto® 3 system. In the beginning of the case, there was a map shift on the carto 3 system. The physician created an ra (right atrial) fam and la (left atrial) sound fam prior to going transseptal. After going transseptal it was noted that the octaray location did not align with the map created. The physician then attempted to place the non-bwi cs (coronary sinus) catheter using the right atrial fam which no longer aligned either. Throughout the process there were no errors on carto or changes to the field around the patient. There was no patient movement or cardioversion. The team started over and created a new map. The procedure continued without any other issues. No patient consequences were reported.

Manufacturer narrative:
On 25-nov-2024, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto® 3 system. In the beginning of the case, there was a map shift on the carto 3 system. The physician created an ra (right atrial) fam and la (left atrial) sound fam prior to going transseptal. After going transseptal it was noted that the octaray location did not align with the map created. The physician then attempted to place the non-bwi cs (coronary sinus) catheter using the right atrial fam which no longer aligned either. Device evaluation details: the manufacturer investigated the issue. During the investigation, the data from the hospital was requested, received and reviewed. According to the data it was found that the reported map shift was caused due to patient movement. According to carto 3 instructions for use: "when the relative position between the patches remains the same but the position of the heart relative to the back patches has changed (for example, after repositioning the patient's head on a pillow or moving the patient's arm without changing the patient's position on the mattress, or after the patient is cardioverted), the system will not give a warning and an incorrect map (map shift) might be generated." The manufacturing record evaluation was performed on carto 3 system # (B)(4), and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).